Event description:
It was reported that at implant the physician attempted to reposition the lead, but the helix would not extend in the second location. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. It was also noted that the inner tubing was kinked/buckled. The helix/lobe distorted/bent and there was blood in/on the helix/lobe mechanism including the sleeve head.